Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) is currently underway. The reported problem. Is still under investigation. The cause of the service code and "gel fire faults" was a miscommunication between the monitor and gel fire circuit. The trunk cable was bent. A kink formed and caused 3 pins to short, including the gel fire, communications and distribution node power. The root cause of the bent trunk cable cannot be positively identified, but was likely caused by excessive force exerted while twisting or bending the electrode belt cable. Eval of the electrode belt is still underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective electrode belt.

Event description:
A pt services representative (psr) of a (B)(6) male, pt, contacted zoll lifecore customer support to report that the pt was experiencing issues. The psr reported that the pt had multiple automatic events where the response buttons were used to avoid treatment. The event continued, and the pt was subsequently taken to the hospital. After the pt downloaded, a service code and multiple "belt gel faults" were found in the data. The pt was provided with a replacement electrode belt.